Manufacturer narrative:
D10: optetrak logic femoral component (02-010-01-0340, (B)(6)). Optetrak logic tibial tray (02-012-41-4040, (B)(6)). Optetrak logic tibial insert (02-012-05-4009, (B)(6)). H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01126, 1038671-2026-00207. The revision reported in this event was likely the result of prosthesis wear, osteolysis, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and insufficient bonds between the patella and the bones which led to aseptic (non-infected) patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #3 of 3 for this event. It was reported a patient had bilateral total knee arthroplasties. Subsequently, the patient experienced pain and swelling in the right knee. As a result, ten (10) years, six (6) months later, the patient underwent a right knee revision procedure. A revision operative report was provided. The patient was diagnosed right knee osteolysis consistent with polymeric wear and component loosening. Intraoperatively, synovitis was observed and the patella component to be somewhat mobile. The patient was awakened and transferred to gurney and brought to recovery room in a stable condition having tolerated the procedure well. No additional information is available.